Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that on (B)(6) 2014 she received a low glucose alert. She checked her blood glucose and it was 58 mg/dl. The customer treated with glucose tablets and declined to call medical assistance. The customer called back on (B)(6) 2014 to report that the sensor had inaccurate readings and the threshold suspend alarm was triggered. The customer stated that the sensor was reading 55 and 53, but her blood glucose was 79 and 92 mg/dl. The customer was a new sensor user and was assisted with explaining the low alerts and threshold suspend alarms. The device will not be returned for analysis.